Manufacturer narrative:
The blank display was due to corroded battery cap and battery tube. The pump was received with cracked case at display window corner, battery tube threads, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with blank display on their insulin pump. The customer states that the battery cap is starting to fall off and not produce a good connection. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer states there are hairline cracks going across the backside of the pump. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would be replaced and need to be returned for analysis.